Event description:
According to the reporter, during the low anterior resection procedure, after the device was fired, the surgeon checked the staple line, however 4 staples on the center of the staple line were u-formed. The patient was obese and high in fat. The firing was not in excessive force and was performed in slow speed. No error indicator was shown on the display. The surgeon anastomosed the incomplete stapled part. The staple line of the patient side was completed with no problem. The surgical time not extended by more than 30 min. There was no tissue damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.